Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced sensor failures that led to diabetic ketoacidosis. The nurse reported that the patient was admitted due to diabetic ketoacidosis. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional event or patient information is available.